Event description:
During the coronary artery bypass graft surgery, the aortic punch left a flattened oval shaped aortotomy. The surgeon used a 6.0 prolene to partially close each end of the hole and radial graft was then sewn on. After completion of the anastomosis the surgeon noticed the flow rate was low. The surgeon decided to use a side biter clamp to re-do the graft. No additional patient complications were reported.